Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00431. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint by the customer on the v60 indicating that there is a technical malfunction with the ventilator. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient nor a delay was noted. Additional information has been requested. The investigation is ongoing. Philips received a complaint by the customer on the v60 indicating that the device has a faulty power supply. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem, a power supply and central processing unit (cpu) were ordered. Philips received a complaint by the customer on the v60 indicating that the device has a faulty power supply. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient nor a delay was noted.the manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse confirmed that the power supply was defective. It was replaced to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.